Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. The fe noted there was no live image, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.